Event description:
A respiratory therapist observed an rn doing correct initiation of 24ga nexiva IV with positive blood return. A nexiva hub was added - then blood would not draw back, negative flush and negative IV fluid flow. The nexiva hub was replaced with another manufacturer's "needle free injection site" with positive blood draw back, positive flush, and positive IV fluid flow.